Event description:
The patient received emergency room treatment for elevated blood glucose levels. The patient also reported, that the pump exhibited a visible crack in the battery compartment.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a visible crack in the battery compartment consistent with the patient's report. Evaluation also revealed a damaged battery cap that could not be properly attached. The pup user guide instructs that the battery cap must be replaced a minimum of once per year. There is no evidence that the battery cap was replaced by the user. The pump was evaluated using a replacement battery cap and was found to be operating within required specifications and delivery accuracy.